Event description:
The account alleged the head section is not going down. No pt impact.

Manufacturer narrative:
The tech replaced the pneumatic gas spring and the head release handle to resolve the issue.